Event description:
The customer reported that the v60 ventilator is getting an alarm message of machine and proximal pressure sensors failure. The customer also verified that the error message of machine and proximal pressure sensors failure was also shown in the event log (drpt). The customer reported that there was no patient involvement.